Event description:
When trying to hang an antibiotic, the entire screen was frozen however the pump had the green light on showing it was running into the patient. From a quick glance, the pump appeared to be functioning properly, however no medication was being delivered to the patient. The pump will not even power off, it is completely frozen. When we opened the door to try to make it alarm it did not alarm, it continued to say that it was running. This resulted in the patient not receiving continuous IV fluids.